Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display that morning. The customer changed the battery and the screen came on briefly but then went blank again. Customer's blood glucose level was 5.3 mmol/l. The contacts on the battery cap are damaged. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.